Manufacturer narrative:
(B)(4). Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number? No further information is available. No further information will be provided. No product is available for return. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown surgery on (B)(6) 2022 and a reservoir was used. During surgery, when opening the package and tried to start using, but the reservoir could not be locked. A new product was used and locked properly. Further details are not provided. No sample will be returned. There were no adverse consequences to the patient.